Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low and high glucose. The log shows the user announced a meal at 11:00 am, followed by the low bg. As reported, the juice consumed raised the patients bg. The g7 sensor expiring soon alert also triggered at 1:15 pm. The patient changed their cgm at 6:30 pm. There is no indication that the meal announcement or the expiring sensor were associated with the low event. The cause of this event is indeterminate. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On 5/30/25, a cds reported that a patient experienced a low bg event (bg was 45 mg/dl) with vomiting after announcing a breakfast meal. The patient treated the low by drinking a half bottle of juice and then the other half ten minutes later. Ems was called by the patient's daughter where they treated the patient at their home with glucose tablets to bring the patients bg down to 86 mg/dl.